Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, after checking the opening or closing of the jaws and when closing the jaws in order to use the cartridge on the second firing, it was confirmed that the jaws were open. They stopped using the device and a new product was used. The event occurred during the procedure but the product was not used for patient. There was no patient injury.